Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were getting the out of regulation reading on the programmer. No external or patient factors were known to have contributed to the issue. It was found that electrodes 9, 11, 15 were out of range and the representative reprogrammed around these electrodes. The issue was resolved at the time of the report. The indication for use was non-malignant pain. No patient symptoms reported.